Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is also a healthcare professional, reported being injected in the acne scars on one side of the cheek with juvéderm® volbella¿ xc. The patient developed ¿some bruising,¿ but their capillary refill remained normal. However, upon awaking the next morning, the patient noted ¿some weird coloration¿ at the injection site, noted as ¿white with a red border¿ and ¿the capillary refill was slow.¿ the patient self-treated with 5 vials of hylenex, warm compress, and massaging. The patient experienced ¿zinging pain¿ and wondered if they impacted a facial nerve. In the afternoon, the patient¿s injector treated the patient with 2 additional vials of hylenex. At this point, the capillary refill returned to normal. The patient also reported ¿bleeding¿ in the gums, ¿bruising¿ on the inside of the mouth, and a ¿single blister/pimple¿ in the area of the ¿occlusion.¿ the area was ¿still very tender¿ the next day, the inside of the mouth was still ¿bruised,¿ and the skin ¿felt a little rough.¿ the area above the occlusion ¿completely caved in¿ and there are ¿several craters¿ in the area. Event is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: d1 and d4.

Event description:
No additional information added.